Event description:
Pt reported obtaining higher than normal blood glucose results (values not provided), while using the suspect device. Based on elevated results, pt reportedly sought assistance at a fire dept. Pt indicated that, while at the fire dept, her blood glucose measured 341 mg/dl, on the susjpect device and 85 mg/dl, on the fire dept's blood glucose monitor. No treatment was received and no pt injury was reported. Quality control testing was not performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.